Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) episode and upon later interrogation it was observed that shock impedances were less than 20 ohms and the administered energy was less than 1 joules per shock. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. There are recorded episodes with energy delivery less that 2 joules indicating the short circuit protection feature is functioning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.